Manufacturer narrative:
(B)(4). No additional information was received regarding battery replacement. (B)(4).

Event description:
On (B)(6) 2011, rotaflow with serial number (B)(4), at (B)(6) hospital failed en-route to the cath lab to cover a tavi case. According to the customer, the battery was fully charged, but died after approximately 10 minutes. The unit was recharged over the weekend. After the battery was recharged all weekend, the battery still died after a few minutes of use. The system was taken out of service. (B)(4).